Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had no idea where the insulin went. The customer stated that the insulin was gone. The customer stated that they experienced high blood glucose. The customer stated that there were no leaks found. The customer performed displacement test and autotest. The customer stated that the insulin pump passed both displacement test and autotest. The customer's blood glucose was unknown at the time of incident. The insulin pump will not be returned for analysis.